Event description:
The hemostasis valve failed during use and allowed air to enter the vasculature. Patient sustained an air embolism that resulted in ventricular fibrillation. The patient was resuscitated successfully, admitted to the hospital for follow up care and ultimately discharged from the hospital in stable condition.